Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported "fibrous capsule is moderately dense", "heterogeneity of the implant edges", "pronounced deformation" and "impaired integrity of the left breast implant" confirmed via ultrasound. This record is for the left side. Device remains implanted. Device will not be returned.